Event description:
Patient allegedly received a tulip filter implant on (B)(6) 2010 via the right common femoral vein due to upcoming bariatric surgery. The patient has subsequently expired. However, the details surrounding the patient's expiration are currently unknown, and no allegations of wrongful death have been received at this time. Allegations include: migration, tilt, and vena cava perforation. Further allegations include: anxiety, limited mobility, post-traumatic stress disorder (ptsd), borderline personality disorder (bpd), bipolar disorder. The patient reportedly expired (B)(6) 2020, but it has not been indicated that the ivc filter contributed to this outcome. Report from CT (computed tomography): "vessels: evaluation of the ivc is limited secondary to the limited fat planes surrounding the ivc at the level of the ivc filter. The apex of the ivc filter appears to be touching the posterior wall of the ivc. Ivc filter superior tip is above the origin of the renal veins. Ivc filter superior apex is approximately 2 cm superior to the origin of the renal veins. Evaluation of perforation beyond the ivc walls limited given the lack of a fat plane immediately adjacent to the ivc at the duodenum and pancreas is immediately adjacent to the ivc. An anterior strut appears to extend beyond the ivc for approximately 5 mm. Extension into the pancreatic head is not excluded. A left striate appears to extend beyond the ivc wall for approximately 5 mm no filter strut fracture or bending is noted. Ivc stenosis is appreciated although evaluation is limited on this noncontrast study." Certificate of death: immediate cause of death - oxycodone-acetaminophen-zolpidem combined toxicity.

Manufacturer narrative:
The previous medwatch report was submitted by william cook europe under manufacturer report reference# 3002808486-2022-00051. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # of this initial medwatch report. Initial reporter occupation: non-healthcare professional. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava (vc) perforation, stenosis, migration, tilt, anxiety, ptsd, bpd, bipolar, limited mobility. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, post traumatic stress disorder (ptsd), borderline personality disorder (bpd), bipolar, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls . No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.